Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, this rv lead was repositioned several times. During the last attempt to extend the helix the physician reported an abnormal resistance of the fixation. After connecting the lead to the device there was noise, loss of capture and high impedance observed. No adverse patient effects were reported. The lead was not implanted and was returned for analysis.